Event description:
Patient was brought in for elective aneurysm coiling (very wide-neck basilar tip) and goal was to place 2 neuroform 2 stents (y stent technique) before coiling. Physician placed echelon 14 micro catheter into right pca with assistance from synchro 14 guidewire. Synchro 14 was removed and physician attempted to place x-celerator 14 exchange wire out the micro catheter into the distal pca for support in stent placement. Physician thought wire was in pca but actually placed into tiny feeder vessel off the pca and ruptured the vessel. Large amount of contrast extravasation was evident, physician injected nbca into the vessel and was able to stop bleeding.